Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that the needle hub sticks inside shield when removed. The following information was provided by the initial reporter: consumer reported same ones hard to remove the needle shields on, the needle hub then sticks inside the shield or bends the needle when finally removed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes? D9: returned to manufacturer on: 24-jun-2022. H6: investigation summary customer returned 2 unopened and 1 opened polybags for 0.3ml, 31 gauge, 6mm syringes from lot 0335581. All (B)(4) samples received shield pull force testing. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. None of the samples tested outside of the required range and none of the samples disassembled during testing. A review of the device history record was completed for batch# 1333205. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that the needle hub sticks inside shield when removed. The following information was provided by the initial reporter: consumer reported same ones hard to remove the needle shields on, the needle hub then sticks inside the shield or bends the needle when finally removed.